Event description:
It was reported that the right ventricular lead had t-wave oversensing. It was also reported that there were small r-waves. There are plans for the lead to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.